Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Pump passed all operating currents tested within the spec range and passed off no power test. Drive support cap was inspected and no anomaly was noted. The insulin pump was monitored and tested with no failed battery test noted. The insulin pump was received with corroded battery tube noted.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Pump passed all operating currents tested within the specification range and passed off no power test. Drive support cap was inspected and no anomaly was noted. Pump was monitored and tested with no failed battery test noted. Pump passed the delivery accuracy test. Pump received with corroded battery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was unknown at the time of the incident and current blood glucose was 127 mg/dl. The customer¿s blood glucose was above 300 and 400 mg/dl. The customer was treated with insulin pump and can use pin. The customer had symptoms such as abdominal. Customer troubleshooting does not show there was issues with the pump but with the reports of the highs and the lows and the battery failed. Customer had declined to troubleshooting for the low and the bad battery issues. The customer reported high blood glucose and low blood glucose issues at this point. The customer alleges pump was under delivering because they had been troubleshooting with her health care professional and they can't determine any other cause. The product was returned for analysis.